Event description:
A customer reported the equipment displayed a system message and locked during a vitrectomy procedure. The procedure was completed with an alternate system following a delay of less than 15 mins. There was no pt harm.

Manufacturer narrative:
The company rep examined the system and reseated the cables and connections to the lpas module. The company rep performed general cleaning. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).